Event description:
At the end of surgical case the housing on adenoid tip melted and wire (electrode) broke and was still partially attached to device tip. No patient impact or injury.

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection ¿ not applicable lhr review testing performed: complaint device: device: plasmablade ¿ tna ¿ adenoid tip product code (sku): (B)(4) serial / lot number: # 0205993701 expiration date: 2015-04-01 quantity returned: 1. Visual inspection: device handle and 2 adenoid tips received in a medtronic cardboard box with no packing peanuts or bubble wrap to fill the (B)(6) space. Plastic tray with tyvek lid attached, display box, IFU, (B)(4) rev a. Supplemental and cleaning brush IFU included. Device lot numbers were confirmed from the tyvek lid and match the product event page in (B)(6). Adenoid tips labeled as # 1 and # 2 for traceability adenoid tip # 1: device handle appears used with scratches along the suction shaft appears used with blood and tissue on the tip. Charring on the electrode was observed. Housing shows wear back of the housing. Electrode wire is broken and still attached to one side of the housing. Adenoid tip # 2: device handle appears used with scratches along the suction shaft. Appears used with blood and tissue on the tip. Charring on the electrode was observed. Housing shows wear back of the housing. Electrode wire is not broken and intact. Functional inspection: functional testing not performed during this complaint investigation. Lhr review ¿ documentation review a review of the lhr for lot # 0205993701 ¿ no scrap was created that was relevant to this complaint. Investigation conclusion: the complaint that the plastic housing was melted (adenoid tip # 1 - adenoid tip # 2) and the wire electrode was broken (adenoid tip # 1) was confirmed. The adenoid tips showed wear and melt back on the plastic housing. This is a known condition for most electrosurgical devices yet can be exacerbated when operating without suction, with prolonged stationary activation or failure to clean debris accumulated at the distal tip. Operating the device in this state may result in additional exposure of a segment of the electrode adjacent to the intended electrode. While using the device in this condition is unlikely to result in a patient injury (burn), continued activation may lead to further degradation that would render the tip inoperable. For further information reference the situational analysis (B)(4) plasmablade adenoid tip housing melt-back and wire breakage, that has been initiated. The complaint will be monitored in (B)(4) for future instances. IFU: plasmablade tna: instructions for the appropriate use of the device are provided to further reduce the likelihood of the hazard. Precautions: use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Prior to use, inspect the peak plasmablade for any defect. Do not use if insulation or connectors are damaged. Using the adenoid tip: inspect the tip for damage. If the tip is damaged, do not use it. The adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage.

Event description:
At the end of surgical case the housing on adenoid tip melted and wire (electrode) broke and was still partially attached to device tip. No patient impact or injury.

Manufacturer narrative:
Product event: (B)(4), evaluation (method): device returned to manufacturer for investigation. Investigation currently in progress. Evaluation (result): device returned to manufacturer for investigation. Investigation currently in progress. Evaluation (conclusion): device returned to manufacturer for investigation. Investigation currently in progress.(B)(4).